Event description:
A user facility reported to olympus that no image appeared when using olympus, model series 180 scopes with the olympus, model cv-190, video system center. The problem, as reported to olympus, was first identified during the beginning of a therapeutic procedure. The procedure was completed without a delay using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a defective dr board. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, when the same scope was connected to another system, no problem could be confirmed in the image, so it is likely that the indication phenomenon occurred due to cv-190. It is presumed that the image was not displayed due to an abnormality in the board inside the cv-190. Olympus will continue to monitor the field performance of this device.